Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "right implant was ruptured".

Event description:
A healthcare professional reported " after explantation, showing the rupture." This record relates to the right side. The device has been explanted.

Event description:
A healthcare professional reported " after explantation, showing the rupture." Healthcare professional later conformed capsular contracture grade iii and intracapsular rupture this record relates to the right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Rupture : no observed openings in the device. Additional observations: deformation observed in the device. White particles observed in the surface of the device. No further actions are required as the device was implanted.

Event description:
A healthcare professional reported " after explantation, showing the rupture." Healthcare professional later conformed capsular contracture grade iii and intracapsular rupture this record relates to the right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Visual analysis: device photograph(s) for the device related to the reported event rupture/ capsular contracture was reviewed on 15-may-2023. Visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional later conformed silicone migration.